Event description:
It was reported that during a navio tka sawbone demo, they encountered an error where it said that they switched the medial and lateral malleoli, which was false. They re-started the case and then got another error right before burring that said exposure mode could not work. They cancelled the demo. No patient was involved.

Manufacturer narrative:
H3, h6: the product, navio surgical system us, npfs02000, sn(B)(6) intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified 1 prior event. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may be associated with a component failure or a software issue. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.